Event description:
It was reported that the water tank was leaking. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned device showed wear and tear to drain fitting, enclosure, front cover, line cord, plate clip, and pole clamp. The reported problem was confirmed. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Initial reporter also sent report to FDA is unknown. UDI is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).